Event description:
It was reported that during a routine follow up noise was observed suspected to be related with the vt episodes. X-ray of lead showed externalized conductor between coils. Lead was capped and replaced with a new one. Patient is ok.